Event description:
It was reported that a clearlink system continu-flo solution set leaked from the first secondary port (clearlink). The set was connected to an unspecified pump. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: this lot was manufactured between 04/15/2025 - 04/16/2025. H11: the device was received for evaluation. Visual inspection was performed, and all components were correctly placed and according to specifications. Pressure test and clear passage test were performed and the defect was observed in the second y-site clearlink. The autopsy was performed in the second y-site clearlink and the gland was observed to have a hole. The reported condition was verified. The cause was related to manufacturing. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.